Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a device malfunction. After the inspection of the prosthesis by the physician, it was defined that the malfunction occurred because of the calcification of the cylinders and subsequent fluid loss from the device. There were no signs of perforation on the device. No patient complications were reported.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a device malfunction. After the inspection of the prosthesis by the physician, it was defined that the malfunction occurred because of the calcification of the cylinders and subsequent fluid loss from the device. There were no signs of perforation on the device. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this implantable penile prosthesis (ipp) at our quality assurance laboratory, this device was thoroughly analyzed. The cylinders and pump were visually examined and microscopically tested. It was noted that the kink resistant tubing (krt) was worn down to the filament. A leak was identified; however, it was consistent with sharp instrument damage likely occurring upon explant. Under the microscope, it was noted that the pump was contaminated; therefore, it could not be functionally tested. The first cylinder had a hole from avulsion in the outer tube in the proximal. The second cylinder had a hole in the outer tube from wear at fold in the proximal. A leak was identified in both cylinders. Based on the information available and analysis result, the reported fluid leak and mechanical issue are confirmed. The device fluid leak and mechanical issue were most likely due to the cylinders having fluid leaks.